Event description:
A 64 yr old white gravida 2, para 2 female; status post bilateral subglandular inframammary gels (? Size/type/MFR - no records) placed in 12/1979 for augmentation. Pt complains of firmness, right greater than left, with lumps on right, for 7 years. Pt denies history of trauma or decrease in size, but does have systemic symptoms which began in august 1998. These symptoms include: arthralgias, paresthesias, fatigue, sleep disturbances, headaches, visual changes, panic attacks, sicca, hair loss, weight gain, and gastrointestinal disturbances. Pt is otherwise healthy.